Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented to clinic for routine check, patient notifier was found to be not working. Hardware issue was suspected. Patient will be monitored through merlin.net transmission. Patient's condition was fine.